Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). 15 samples and 2 photos were available for evaluation. Visual examination of the applicators show orange dye inside the barrel around the orange tinted pledget and on the back side of the foam tip. The area will tend to be slightly reddish/orange due to the ultrasonic welding process of the foam tip onto the body/handle which disperses the orange dye in the pledget to proximity areas which includes the back side of the foam tip. This type of red/orange dye is acceptable around the tinted orange pledget and on the back side of the foam tip is considered conforming. On six (6) samples small orange specks/splotches on the packaging (lidding) are observed which is considered a cosmetic defect. As a result, the failure mode of 'stain on foam' is verified by the samples received for analysis. The pledget is tinted with orange dye as part of the design to color the solution upon activation of the applicator by breaking the ampoule and solution flowing through the pledget tinting the solution hi-lite orange as a visual prepping confirmation on the patient¿s skin. The orange color inside the barrel around the orange tinted pledget and on the back side of the foam tip does not indicate the product has been activated, leaking, dirty, or is of foreign origin. The applicator is sterile if package is intact. The orange dye (fd&c yellow # 6) used on the applicators is part of the design to serve a visual purpose of tinting the skin orange upon application to confirm the prepping of the patient¿s skin. The dye is an approved FDA (federal drug agency) colorant and is an inactive ingredient to be used in foods, drugs, and cosmetics (fd&c). The dye (fd&c yellow # 6) is documented in the product labeling (inner carton, lidding, instruction for use (insert)) as an inactive ingredient. The applicators are safe to use for patient preoperative skin preparation. The most probable root cause for orange dye around the orange tinted pledget is the equipment, process and/or material variability inherent to the process and design. Production record review was completed for batch/lot 0338537 and no non-conformances were identified during the manufacturing of this lot. No further corrective actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that there are orange specks/splotches on the packaging. Description of nonconformance: while performing the incoming inspection on this batch, the inspector found that 14 out of 50 had orange specks/splotches on the tyvek material of the pouch.